Manufacturer narrative:
G5: 510k is blank. Device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that there was air leakage during use. No adverse effects reported.

Event description:
It was reported that air leakage was found during customer preparation. No adverse effects reported.

Manufacturer narrative:
Other text: d10 and h3 - updated, corrected data: b5.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the unit was received with the seal attached to panels together to form bag partially apart. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.